Event description:
Underdelivery reported: the pump was received into the biomed dept with a note attached stating "broken". The note was unsigned, customer unable to track back to user, pt, or nursing unit. During testing the pump underdelivered by an unspecified amount/volume. No add'l info is available.